Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that a single blade broke where it fits into the handpiece. It was also reported there were no adverse consequences as a result of this event. It was further reported that the event caused a 5 minute delay to the procedure. It was also reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, it was noted that a single blade broke where it fits into the handpiece. It was also reported there were no adverse consequences as a result of this event. It was further reported that the event caused a 5 minute delay to the procedure. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
Lot number reported was invalid. The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. The quality investigation is complete.